Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received a da vinci product to perform failure analysis. The maryland bipolar forceps instrument was analyzed, and inspection found thermal damage between the grips that left the electrodes exposed. The instrument was subjected to electrical continuity test and passed. The reported complaint was confirmed by failure analysis, which indicates that the device did contribute to the customer reported issue. The probable root cause of thermal damage is attributed to carbonized tissue on the grips of this bipolar instrument creating a conductive path during use. Thermal damage can also result due to inadvertent energy application from a monopolar instrument.

Event description:
It was reported that during a da vinci-assisted benign hysterectomy surgical procedure, the customer observed that the base of the maryland bipolar forceps instrument jaw was burnt. As a result, the instrument could not coagulate tissue properly. The customer replaced the maryland bipolar forceps instrument with a back-up instrument of the same kind and completed the procedure with no reported injury. Intuitive surgical, inc. (Isi) performed follow-up with the customer and obtained the following additional information regarding the reported event: the instrument was not inspected prior to use. No arcing and instrument collision were observed during the procedure. No evidence of thermal damage was identified on the instrument. The instrument would not generate energy. It is unknown if the conductor wire insulation was damaged. It was confirmed that there was no patient harm, injury or adverse outcome due to the alleged product issue. A video recording of the procedure is not available, but an image of the instrument damage was provided.

Manufacturer narrative:
Based on the claim against the product by the customer noting that the base of the maryland bipolar forceps instrument jaw was burnt, and the instrument could not coagulate tissue properly, an investigation is in progress to determine the cause of this reported event. An RMA was issued to the customer requesting to have the intuitive surgical, inc. (Isi) device returned. Additional information is being gathered to determine the contribution of the device to the customer reported issue. Intuitive surgical, inc. (Isi) has not received the instrument for evaluation. Therefore, the root cause of the customer reported failure mode has not been determined. A follow-up MDR will be submitted if the product is returned and evaluated and/ or if additional information is received. Images of the maryland bipolar forceps instrument related to this event were received. A review of a submitted image was performed by an isi failure analysis engineer (fae). The fae review noted thermal damage to the bipolar yaw pulley at the base of the grips. This complaint is considered a reportable malfunction due to the following conclusion: it was alleged that the base of the maryland bipolar forceps instrument jaw was burnt. The allegation could be related to the potential for electrical discharge at a location other than intended. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur. Follow-up was attempted, but the missing patient information was either unknown, unavailable, not provided, or not applicable. The expiration date is not applicable. Implant date is blank because the product is not implantable. PMA/510(k) number and adverse event are not applicable.